Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this patient was vomiting all night following an implant procedure. System evaluation noted no capture on the left ventricular (lv) lead. A chest x-ray revealed the lead had micro-dislodged. It was noted that the patient only had one small branch for lead placement. The lead was removed from service and replaced. No additional adverse patient effects were reported.